Event description:
The customer returned the Flex Deflectable Videoscope to the service center for an image issue which did not indicate an MDR reportable event. During the device analysis, it was found that the image was noisy and the adhesive was chipped. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue.Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.